Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the heart wire contacts were contaminated / worn. The heart wire connectors were replaced. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.